Event description:
It was reported by pichelmann et al in a publication entitled "revision rates following primary adult spinal deformity surgery: six hundred forty-three consecutive patients followed-up to twenty-two years postoperative" (the spine journal 35 (2010) 219-226) that 58 patients (9.0%) required at least 1 revision. Fifteen of 643 (2.3%) required more than 1 procedure. The mean time to revision was 4.0 years. It was reported that 4 patients experienced pain which resulted in an unanticipated revision surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.